Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed total delamination of valve side assessed as adhesive failure. Additional observations: crease flat observed on the device. White particles observed inside device.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported a left side deflation. Device has been explanted.